Event description:
Allergan aesthetics received a report of a patient treated abdomen and flanks on (B)(6) 2022 with coolsculpting cooladvantage developed paradoxical hyperplasia (pah/ph). Diagnosed with pah on (B)(6) 2022 by medical doctor.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient treated abdomen, upper back and flanks on (B)(6) 2022 with coolsculpting cooladvantage petite coolcurve developed paradoxical hyperplasia (pah/ph). Diagnosed with pah of flanks and abdomen on (B)(6) 2022 by medical doctor. Diagnosed with pah of upper back on (B)(6) 2022 by medical doctor.

Event description:
Allergan aesthetics received a report of a patient treated upper back, lower abdomen with coolsculpting cooladvantage coolcore developed recurring paradoxical hyperplasia (pah/ph) after liposuction treatment on (B)(6) 2022. Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date. H11: corrected data: coolsculpting devices not included in zeltiq initiated a voluntary discontinuation and recall.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen, flanks and bra fat/back fat areas on (B)(6) 2022 with coolsculpting system applicators, who developed paradoxical hyperplasia (ph) after treatment. Liposuction was performed on (B)(6) 2022. Patient noticed symptoms of recurrence of paradoxical hyperplasia 6 months post liposuction surgery.